Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient had hyperglycemia along with diabetic ketoacidosis and went to emergency there treated with fluids of saline and insulin intravenously.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.